Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 4cm lower esophageal benign stricture. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the physician had difficulty advancing the delivery system through the stricture and the delivery system started to "curl back up." The delivery system was repositioned and it was noted that the tip of the device had detached. The tip was retrieved using a snare. The procedure was not completed due to the unavailability of another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the outer sheath accordioned near the proximal end. A significant bend was noted in the outer sheath. The tip was detached from the device and the inner shaft was pulled into the outer sheath. Pulling the inner shaft into the outer sheath would likely result in tip detachment. Microscopic examination of the distal inner shows evidence that the tip was roughened, and that there is adhesive along the length of the distal inner shaft. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.the damages noted were consistent with the application of excessive force to the delivery system during attempted deployment and were most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 4cm lower esophageal benign stricture. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to stent placement. During the procedure, the physician had difficulty advancing the delivery system through the stricture and the delivery system started to ¿curl back up¿. The delivery system was repositioned and it was noted that the tip of the device had detached. The tip was retrieved using a snare. The procedure was not completed due to the unavailability of another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.